Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of safety shield activation failure was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc safety shield activation failed. It was reported by customer that the safety mechanism didn't work. Verbatim: the safety mechanism didn't work. Customer response on 22-may-2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? Date-05-19-2025. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the detail. No adverse event or serious injury reported.